Manufacturer narrative:
Manufacturing date: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a pool of fluid inside the bag which indicates leakage has occurred. Further inspection noted broken tubing at the junction of the white luer. The reported condition was verified. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor burst and leaked into the outer bag. The infusor had a ¿frozen¿ appearance. The device was filled with cephazolin 6000mg in sodium chloride 0.9% . There was no patient involvement. No additional information is available.